Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms occurred. Additionally, it was reported that multiple altitude alarms occurred. Reportedly, the customer was not outside of the labeled operating altitude range. A new cartridge was loaded to address the alarms. There was no patient involvement, as the pump was being used for demonstration purposes only.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable as the pump is for non-human use.